Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. In addition, the image produced by the returned device did not meet olympus standards due to the presence of a white dot in the image. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see update to b-3 and b-5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event occurred on july 6, 2022. According to the initial reporter, the procedure was completed by replacing with another device without any delays.